Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not know the blood glucose reading and was unable to troubleshoot for the matter, as this was a past event. The customer advised that he was able to resume the insulin pump. He also reported that the insulin pump would alarm with false low sensor glucose alerts. He stated that the insulin pump would show a low prediction when his blood glucose reading was about 72 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.